Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that impedance indicated a short or open circuit. Patient also noted that the implantable neurostimulator (ins) was low in their abdomen. Their weight had fluctuated due to steroid use.